Manufacturer narrative:
The reported inability to interrogate the device was confirmed in the laboratory. The device was returned due to error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that memory corruption had occurred and triggered the error message. Analysis was performed after reloading product code and memory corruption was reproduced, consistent with a hybrid ic anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an implantable cardiac monitor (icm) was not able to be interrogated by multiple programmers prior to implant. The icm was exchanged. There was no patient involved.